Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient jumped and turned quickly in 2009 and after that point the patient had a loss of therapeutic effect. It was noted that the patient's lower back pain was not being taken care of. It was noted that when the patient would sit, he would get pain in the butt cheeks and the left side of his rib cage had a pulling sensation that felt "like his muscles were pulling." It was noted that the patient had taken muscle relaxers and anti-inflammatories and the doctor had him prescribed gabapentin for fibromyalgia. It was noted that none of his medications "touched the pain." It was noted that the doctor "tried implanting another lead but the symptoms never stopped." It was noted that the patient was curious if the lead had moved, come loose, or was broken. It was noted that no x-rays had been done yet, but the doctor looked at the lead under "fluorescents" today but wasn't sure where the lead was originally placed. It was noted that the patient had another appointment for (B)(6) 2014. It was noted that the patient thought the problem was with the original lead that was implanted before 2009 but he wasn't sure. The patient reportedly had not been using stimulation for "a while." It was noted that the patient had been doing only nerve root blocks every month and trigger point blocks every other month. It was noted that patient was also using a massage chair. It was reported that the patient was "having a tough time right where the lead was." It was noted that the patient had a select nerve block this morning, but could still feel the pain "up high." Additional information received four days later reported that the patient was seen in the doctor's office "last week" with the manufacturer's representative. It was noted that they did not have any imaging at the time so the patient was sent for x-rays and his follow-up appointment was the day of report. It was noted that his pain symptoms were radicular and in the right rib area. It was noted that the pain was present when the stimulation was on or off. It was noted that when programming the stimulator, the same pain pattern was made very much worse at small amplitudes suggesting painful nerve root stimulation. It was noted that imaging that was available was from his previous implant which did suggest that lead was lateral and somewhat interior. It was noted that the patient was not using the stimulation at the time of report and would prefer it be removed. Additional information received that same day after the follow-up appointment reported that the patient saw the doctor and the manufacturer's representative and the decision was made to remove the entire system. The explant was not scheduled, but would most likely take place "next week." It was believed by the doctor that "the positioning of the leads in relationship to the spinal cord" was the direct cause of the patient's radicular pain in his ribs and back. It was noted that this pain had been persistent ever since the patient made a "jerking twisting a few years ago." It was noted that the pain for which the stimulator was implanted was in the left lower extremity. It was noted that pain seemed to not be a big issue to the patient at the time of report when compared to the pain the patient was trying to address getting the system removed. Additional information received thirteen days later reported that the patient was scheduled for removal on "monday." Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Event description:
Additional information received reported that the removal went well. It was noted that the patient¿s pain at the generator site was much better and the pain that radiated around his side had improved as well. It was noted that the pain that radiated around his side was believed to potentially be from the lateral position of the lead tip. It was noted that this was still present, but it was better than it was.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2009-, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 74001, lot# n210464, implanted: (B)(6) 2009, product type: adapter. Product ID: 3550-39, lot# n230074, implanted: (B)(6) 2009, product type: accessory. Product ID: 3487a, lot# j0114084v, implanted: (B)(6) 2001, product type: lead. Product ID: 3487a, lot# j0114084v, implanted: (B)(6) 2001, product type: lead. (B)(4).